Event description:
It was reported that balloon detachment occurred. Vascular access has obtained via the radial artery. The target lesion was located in the subclavian artery. A 8.0 x 30 x 75 cm express ld iliac / biliary stent was advanced and successfully deployed. However, upon removal of the balloon catheter through the sheath in the radial artery, the balloon came off the catheter delivery system and was stuck in the sheath. The detached balloon was removed upon removal of the sheath and the procedure completed. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was returned advanced through the customers 6fr introducer sheath. The recommended sheath size is a 6fr introducer sheath. The sheath used by the customer was not returned for analysis. A visual and microscopic examination identified that the balloon had been inflated. No issues were identified with the balloon material that may have contributed to the complaint incident. The stent of the device was not returned as it was successfully implanted in the patient. A visual and microscopic examination identified no issues with the tip of the that could have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be stretched and completely detached at the proximal balloon bond. This type of damage is consistent with excessive tensile force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon detachment occurred. Vascular access has obtained via the radial artery. The target lesion was located in the subclavian artery. A 8.0x30x75cm express ld iliac / biliary stent was advanced and successfully deployed. However, upon removal of the balloon catheter through the sheath in the radial artery, the balloon came off the catheter delivery system and was stuck in the sheath. The detached balloon was removed upon removal of the sheath and the procedure completed. There were no patient complications reported and the patient was fine.